Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.  (B)(4).   Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified mid left anterior descending artery. Following predilation, a 2.75 x 24mm synergy¿ drug-eluting stent (des) was advanced but failed to cross the lesion. Dilation was again performed and the device was advanced but it still failed to cross. When the device was removed, it was noted that the distal end of the stent struts were lifted. The procedure was completed with a 2.5x16mm synergy¿ des. No patient complications were reported and the patient's status was stable.